Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on a kitted nasal swab sample on (B)(6) 2021. The patient's sample was tested at 14:08 which generated a negative result. Repeat testing was performed with the same sample with the same ID now covid-19 assay at 15:34 which generated a negative result. A third test was run on a different ID now covid-19 assay on (B)(6) 2021 which generated a positive result (unknown if same sample from two previous tests or if this was a new nasal swab sample). The customer stated that the positive result was considered a confirmatory test. The customer did not report if pcr testing was performed. The customer indicated that the patient was symptomatic. No further information regarding health impact or outcome was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1049021 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1049021 and test base part number 190-430 / lot 1049021. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1049021 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.